Manufacturer narrative:
7/28/1998-supplement #1 sent to FDA.

Event description:
During a total gastrectomy procedure, bleeding was observed. The surgeon manually sutured to correct this condition. No pt injury reported.